Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a steam pop resulting in a cardiac perforation occurred. Noise was observed on the distal ablation signal throughout the procedure. When performing a wide area circumferential ablation (waca) in the left atrium on the left veins, a steam pop was heard. No change in impedance was observed and ablation was continued. When ablating the ridge between the left superior pulmonary vein, another steam pop was heard and a pericardial effusion was observed on ice. A pericardiocentesis was performed to treat the effusion but the patient required surgery to repair the left inferior pulmonary vein.

Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve f-j was received for investigation. The ensite case study indicated noise on the distal electrode during ablation. Electrical testing of the returned device determined electrode 1 and both thermocouples met specifications for acceptable resistance values with no open or short circuits detected. The catheter also met specifications for optical properties and met requirements during an irrigation flow test. A simulated ablation test was conducted and noise was present on the distal electrode during ablation, consistent with residual adhesive on the distal tip. Log file analysis showed the maximum rf power reported during this procedure was 45w. The IFU warns that application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence. The cause for the steam pop and cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.